Event description:
It was reported that the catheter was torn before the entrance into the vein.

Manufacturer narrative:
The complaint was confirmed and is a user related issue. One broviac 6.6 fr s/l catheter was returned for evaluation. The catheter broke off completely about 0.35 inches distal to the surecuff. Under microscopic examination, the veneer of the break was granular. Tensile weakness was found in the broken tubing. It appears that the catheter was over-stretched beyond its elastic limits and broke off. The complaint was apparently user related. A chr of lot #43fpp003 showed 2 other similar product complaints from this lot number (68522, 68736).